Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the cable near the camera head had a cut. The issue was found during a pre-use inspection of an olympus autoclavable camera head. There was no patient involvement reported.